Manufacturer narrative:
The device was not returned, however, the reported allegations of dilator tip damage is confirmed based on the media provided.

Event description:
It was reported that during an atrial fibrillation ablation with farapulse, a versacross connect for faradrive kit was selected for use. Upon opening the packaging and after the versacross dilator was flushed, the scrub technician inserted the dilator into the faradrive sheath. Then, prior to inserting the sheath/dilator on to the wire, it was noted that the dilator tip was frayed. It was believed that the tip damage was present upon opening the package. Hence, a new versacross kit was opened to replace the dilator. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Event description:
It was reported that during an atrial fibrillation ablation with farapulse, a versacross connect for faradrive kit was selected for use. Upon opening the packaging and after the versacross dilator was flushed, the scrub technician inserted the dilator into the faradrive sheath. Then, prior to inserting the sheath/dilator on to the wire, it was noted that the dilator tip was frayed. It was believed that the tip damage was present upon opening the package. Hence, a new versacross kit was opened to replace the dilator. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.